Event description:
It was reported that the patient presented in clinic for follow up for defibrillation threshold (dft) testing. It was observed that the device failed to deliver defibrillation threshold (dft) test .the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction : date was reported as june 14, 2018 in initial report by error and it is corrected in follow up report as june 11, 2018. The reported field event of a hv output anomaly was not confirmed. The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.